Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would power on and then turn off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would power on and then turn off.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e1 (event site postal code: (B)(6). Customer cancelled service, no further information was provided regarding this event. H3 other text: service order has been cancelled.